Event description:
It was reported that upon routine elective replacement (eri) for both implanted neurostimulators (ins), impedance tests showed abnormal results for each of the two singe cell neurostimulators. Right implant showed contact 3 was "high" on all pairs --no value showed., monopolar and 0 high 6,564; 0 and 1 5747 and 0 and 6,946. Left implant contact monopolar showed 0 2,536 ohm; contact 3 high on all pairs- no value was given.  After replacement, impedance tests for the upgraded implants showed no "high/shorts" now; no more red values. Furthermore, the provider programmed the patient so as to not use any of the contacts that had impedance issues. Event is resolved at time of report. Cause was unknown. Refer to manufacturer report 3004209178-2022-08749 for details pertaining to the related reportable event.

Manufacturer narrative:
Concomitant medical device: product ID 37602, serial/lot# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2022, product type implantable neurostimulator. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.